Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having discomfort at the implantable pulse generator (ipg) site located on their back. The patient underwent a revision procedure wherein the pocket site was moved to the stomach, and lead extensions were added. The patient was doing well postoperatively. The ipg remains implanted in the patient and in use.